Event description:
A healthcare provider (hcp) reported they received a call from the manufacturer¿s representative (rep) indicating the consumer¿s stimulator was malfunctioning, and the consumer should call to resolve the issue. No patient symptoms were reported.